Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device has housing and shovel defect. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. It was determined the faults in the casing were a malfunction of the front and rear panels. The fse determined that the front and rear panels needed replacement and provided the customer with part number and pricing for replacement parts. Multiple attempts were made to request information regarding if this quote was accepted and if the repair was performed; however, no information was made available.